Event description:
Caller reported a minimum fill notification, indicating an issue with the insulin pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support educated the customer on using at least 80 units of insulin when reloading a cartridge and instructed them to clean the pneumatic tap area with an alcohol wipe or lint-free cloth. The customer followed guidance to fill and load a new cartridge but chose not to load a second cartridge while on the call, indicating they would handle it themselves without further assistance.